Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed that the issue did not occur during the load process, and the customer hadn't previously reported this specific alarm with their pump. Technical support decided to replace the pump, providing a new one with updated software. The customer agreed to use backup therapy to ensure uninterrupted insulin delivery while transitioning to the new pump. They were instructed on putting the pump into storage mode and the return process, which included using a pre-paid label and returning the device within ten days to avoid billing. The customer was also advised on programming pump settings and connecting their continuous glucose monitor (cgm) to the replacement pump and acknowledged all instructions.